Event description:
It was reported that (1) endoscopic multifeed stapler was used during a unknown procedure. It was reported by the affiliate that the instrument did not fire. The instrument jammed. No further info is availavble for this product complaint.